Manufacturer narrative:
(B)(4). Batch # n54r88. The analysis found that the plee60a device was received in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a band removal to gastric sleeve procedure, the stapler first would not fire with a green gst reload. The customer then used a black gst reload with the same stapler. Halfway through the firing the stapler slowed and then stopped in the thick tissue. The surgeon continued to pulse power to the stapler until the firing was complete. When the stapler was removed the surgeon noticed that the staple line was incomplete and had to oversew the staple line. This was the last firing of the procedure; no other stapler was used. There were no patient consequences reported.